Event description:
Same case as MDR ID 2134265-2014-00447. It was reported that stent thrombosis and chest pain occurred. The target lesion was located in the proximal left anterior descending artery. A 3.0mm x 20mm emerge balloon catheter was advanced to predilate the lesion. Then a 2.75mm x 32mm promus element plus stent was implanted. Upon removal of the stent delivery system, a distal edge dissection occurred. So, a 2.50mm x 8mm promus element plus stent was advanced and implanted to cover the dissection. Then a 2.75mm x 12mm nc quantum apex balloon catheter was advanced for post dilation on the proximal to mid portion of the 2.75mm x 32mm promus element plus stent and the procedure was completed. However, 30 minutes later the patient complaint of pain at the right side of the chest. The patient was brought back to the catheterization laboratory and angiogram was performed, which showed an in-stent thrombosis at the proximal to mid portion of the stented segment. A 3.0mm x 12mm emerge balloon catheter was advanced to dilate the proximal and mid portion of the stented area. Integrilin was also started. The 3.0mm x 12mm emerge balloon catheter was not able to fully dilate the area since the balloon was undersize. The physician also felt that the proximal area of the 2.75mm x 32mm promus element plus stent was malapposed so a 3.25mm x 8mm nc quantum apex balloon catheter was advanced to dilate the proximal portion of the 2.75mm x 32mm promus element plus stent. The procedure was completed with this device. No further patient complications were noted and the patient's status was fine.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).